Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7356771.

Event description:
It was reported that the patient has high impedances on one of their leads. Surgical intervention may be taken to address this issue at a later date.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced along with the ipg. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.